Event description:
Pharmacist requested an event log review of a tpn infusion due to the nurse¿s report that it did not infuse. The tpn was programmed as a primary infusion on (B)(6) 2013 around 8:28 pm with a volume of 1512 ml at a rate of 63 ml/hr to infuse over 24 hours. None of the subsequent shifts reported any alarms or alerts, and when it was time to hang the next bag on the evening of (B)(6) 2013, there was still 1500 ml left in the previous bag. The patient was npo and apparently received no tpn for the 24 hour period. There was no report of patient harm and no medical intervention was required. Although requested, no add¿l patient or event info was provided.

Manufacturer narrative:
(B)(4). Log review pending. The data set and logs have been received and an eval is pending. A follow up report will be submitted once the eval has been completed.